Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar product sold in the us.

Event description:
The customer alleges that five days after insertion, the user found that the medical agent was leaking from the inserted catheter. Flashing teat was performed prior to insertion and no problem was confirmed at that time. No patient injury or complications reported.

Manufacturer narrative:
(B)(4). The customer returned a separated catheter body for evaluation. The juncture hub and extension line from the catheter were not returned. The catheter body was bent due to the vial the sample was returned in. Visual examination revealed that the catheter body was separated below the juncture hub and the separated edge of the catheter was smooth and even. This type of separation point is consistent with the catheter being sliced/cut with a sharp instrument (scissors, scalpel etc.). The customer did not report whether the body separated in use or whether they intentionally cut the catheter after the leak was identified. Microscopic examination of the catheter body revealed a small hole/slice adjacent to the separated edge. It could not be determined if the slice was deep enough to cause the catheter to leak as functional testing could not be performed. The hole/slice looked to be consistent with contact with a sharp instrument. Residual adhesive material was also observed on the catheter body. The returned separated catheter body measured 20.3cm in length; therefore, the catheter body was separated adjacent to the juncture hub. The inner and outer diameter of the catheter body were measured and were found to be within specification. Other remarks: a leak test could not be performed on the separated catheter body as a luer hub is required to attach device to leak tester/syringe. The report that the catheter leaked in use could not be confirmed through functional testing of the returned sample. The customer returned a separated catheter body that had been cut below the juncture hub, therefore, functional leak testing of the catheter could not be performed. The customer did not report whether the body separated in use or whether they intentionally cut the catheter after the reported leak was identified. The catheter body inner and outer diameter measured within required specifications and a device history record review did not reveal any manufacturing related issues. Based on the customer report and the condition of the returned sample, a potential root cause could not be determined. No further action will be taken.

Event description:
The customer alleges that five days after insertion, the user found that the medical agent was leaking from the inserted catheter. Flashing teat was performed prior to insertion and no problem was confirmed at that time. No patient injury or complications reported.